Manufacturer narrative:
Manufacturer completed the entire form. The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Information was received that reported a patient was hospitalized in 2007, due to hyperglycemia. Reportedly the patient changed her infusion set and cartridge before bed two days before. At 4:00 am the following day, her blood glucose was 220 mg/dl. By 6 am it was "hi". They attempted to manage the high blood glucose thought out the day. She was hospitalized in the am on the same day. She was treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.